Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery when attempted to begin sculpting, the ophthalmic system was unresponsive. The foot pedal cable was securely connected, yet there was still no function. The surgery was completed on the same day with alternative system and there was no patient harm.